Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their unit shut off when they had hip surgery and now they can't get anything to work again. Patient said they have some pain in their back and at times it felt like the wires were messed up and they can feel other things back there. Patient also said that when they rubbed it yesterday, it was so sore and it felt like there was maybe the wires had "backed up". Agent walked patient through how to connect to their implant and patient was able to successfully connect.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2vpdk); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.